Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5088286) that a female patient of unknown age who underwent an unspecified breast prosthesis implantation procedure with two 325cc mentor smooth round moderate profile saline breast prostheses, suffered several unexplained systemic symptoms, including yeast infections, sinus infections, kidney stone issues, sensitive to the sun, extremely fatigued, joints and muscles were in extreme pain, neck, back, hips, and ankles very painful, severe inflammation all over body, and sharp pains in right breast. The patient also reported having the implanted deflated, which they reported made the symptoms stronger and worse. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal on (B)(6)2019. The patient reported that after explantation, the symptoms improved 90% immediately. This medwatch form is for the left breast prosthesis.